Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurses in picu reported that device alarms for "air in line" even though there is no air in the line. There was patient involvement but no harm. The customer also had requested that they could attach multiple pcas on one pcu.